Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, lot# va1540e, product type: lead.

Event description:
The manufacture representative reported that the patient was experiencing impedance issues. The first 1 cm of the leads insulation w as pulled back. The patient's device was revised and they completely recovered. The patient was implanted for urinary dysfunction/sacral nerve stim, bowel dysfunction/sacral nerve stim, fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of the lead va1540e revealed outer insulation separated at the butt joint 2.3 cm from proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.